Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Sleeve gastrectomy - "extremity of the device (kii fios) broke in the patient. It is unknown if the broken part was retrieved from the patient. Patient was obese." Additional information received by email on december 20, 2016 by the hospital : during surgery of sleeve gastrectomy under laparoscopy, the end of the trocar broke when placed in the left para-rectal above the mid-abdominal line. The tip was broken during the crossing of the musculo-aponeurotic plane. It was not possible to find it. Clinical consequences: presence of a foreign body in the abdominal wall. Patient status - unknown.

Manufacturer narrative:
Correction: in evaluation codes the patient code was updated to (B)(4) as there was no consequences or impact to the patient regarding this event. Please also note that the additional information received stated the broken piece of the device was found. Additional information was requested from the customer and received. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the tip of the obturator was fractured. Engineering measured the inner wall thickness of the obturator and it met specifications. The root cause of this event is due to the injection molding process of the obturator. The probability and criticality of harm resulting from this failure mode has been evaluated and was found to be at an acceptable level. Applied medical has recently implemented process enhancements as part of a corrective and preventive action (CAPA), intended to further minimize the potential for this type of event to occur.

Event description:
Additional information received from an applied medical sales representative on february 2, 2017: the broken piece was found. There was no patient injury.